Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the crimped valve had 3 bent struts outwards at the inflow side, and 1 bent strut outwards at the outflow side. As the valve was expanded, the following was observed: the bent struts corrected themselves upon expansion of the valve. The leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for frame damage was confirmed based on evaluation of the returned device. Reviews of the device history review and lot history did not provide any indication that a manufacturing non conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Excessive force applied to manipulate the device during insertion and/or withdrawal can lead to the valve struts interacting with the sheath or patients vasculature, resulting in the observed strut damage at the inflow side (during insertion) and/or at the outflow side (during withdrawal). As such, available information suggests that procedural factors (device manipulation, withdrawal of crimped valve) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards france affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve got stuck at the level of the right femoral artery during insertion. It was decided to remove the devices, and difficulty was experienced in removing the assembly. Upon removal of the devices, the esheath was observed to have lacerations over several centimeters. A second esheath was prepped and used successfully. At the end of the procedure, a 10x37 stent was implanted in the femoral artery to treat the lesions caused by the first esheath. The device was returned for evaluation, and pre-decontamination observations showed 3 bent struts outwards at the inflow side, and 1 bent strut outwards at the outflow side.